Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
While brushing the head of the brush broke off, resulting in head and screw in mouth [device breakage]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that it had happened twice while he/she was brushing with an oral-b rechargeable toothbrush, version unknown that the head of the oral-b brushhead, version unknown broke off resulting in him/her having the head and screw in his/her mouth. No symptoms developed.